Event description:
Contact lens is misshaped. The contact is not round, but football shaped. When worn, my vision is noticeably blurred and not much better than having no contact lens at all. I've previously called (B)(4), (B)(6) 2011, about the same issue I had with one of their contacts. I told them I started wearing (B)(4) in (B)(6) 2011 and have had two or three lenses per 30 pack box with this same issue. They stated they did not want me to send the product back, but the company I bought it from, (B)(4), would handle it. When they transferred me to (B)(4), they stated they could not accept any opened packages or used contacts. I then called (B)(4) back and spoke with the same woman. She stated they observed the misshaped lenses during their clinical study, but it should normally resolve itself after being inserted into the eye and stated I should try that. I've tried this and wore the contact for several hours, but it does not work and my vision is blurred when I wear the contact. I'm notifying the FDA since (B)(4) is not responsive to complaints about their contact lenses and this is a repeated issue with the lenses. Dates of use: (B)(6) 2010 - (B)(6) 2011.